Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels in the 300-400 mg/dl range. The customer alleged that either the pump was not delivering insulin properly or something was wrong with the infusion set; however, no issues could be identified. Reportedly, the customer changed the infusion set to address bg level.